Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents. All the available information was investigated. The definitive cause for the reported slda could not be determined. The reported complete clip detachment was due to procedural circumstances. The embolism resulting in foreign body in patient was due to procedural circumstances. The reported patient effects of failure to deliver mitraclip to the intended site (foreign body in patient) and embolism as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip xtr device is filed under a separate medwatch report number.

Event description:
This is filed to report the complete clip detachment and clip embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted laterally on a2/p2. A second clip delivery system (cds) was advanced and grasping attempted however damage was noted to the posterior leaflet. The grippers were noted to not be lowering. The cds was removed from the patient. Another clip was implanted slightly more lateral than the second clip was intended however after deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). Another xtr clip was implanted to stabilize the slda clip when the slda clip detached and embolized into the left upper pulmonary vein. A septal occlude was implanted between the first and fourth clip as treatment and the third clip was left in the pulmonary vein. Mr was reduced to 2. No additional information was provided.